Manufacturer narrative:
Upon further review the patient impact was not as described. This report was reassessed and is not a serious event. Report 1 of 2 see related medwatch report number 0001920664-2019-00250.

Event description:
The user facility in the netherlands reported during vitrectomy the fluid pressure dropped and the eye collapsed. The surgeon noticed in time and post-operative it looked fine for the patient.

Manufacturer narrative:
Investigation is ongoing. See related medwatch report numbers: 0001920664-2019-00250.

Event description:
The user facility in (B)(6) reported during a vitrectomy the fluid pressure dropped and the eye collapsed. They changed the cassette with a new lot, but the problem remained. They changed from an elite stellaris pack to a combined vitrectomy pack and the problem was solved. The surgeon observed in post-operative visit the patient had a hyphemia.

Manufacturer narrative:
Product evaluation cannot be performed due to product sample not being returned. Therefore, the root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is closed. Report 1 of 2 see related medwatch report number: 0001920664-2019-00250.